Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024 at around 9:00am, the patient changed his insulin pump. The patient went to work and saw the cgm was displaying "high". He received automatic insulin from the pump. At an unspecified time, the patient passed out and went into a "diabetic coma". The patient's friends called an ambulance and when paramedics checked the patient's bg and it was 25 mg/dl. The patient was treated with IV glucose and regained consciousness after being in a "diabetic coma" for 3 hours. The patient was given juice and his bg increased to 250 mg/dl while the cgm was displaying 150 mg/dl. The paramedics left after. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient received automatic insulin and passed out. The reported glucose values fall within the b zone of the parkes error grid after treatment. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.